Event description:
Customer's wife reported her husband's insulin pump has been malfunctioning. The mother stated the buttons were worn out and that he was receiving failed battery tests. The alarm history showed the customer had received a button error alarm, multiple low battery alerts, and a failed battery test alarm. The customer's blood glucose was 400 mg/dl. The customer stated he had treated with 5.6 units of insulin through the insulin pump. Troubleshooting for the failed battery test found there was no damage to the battery compartment of the insulin pump. The customer was advised the insulin pump will be replaced. No additional information provided.

Manufacturer narrative:
The insulin pump alarmed button error due to moisture damage on keypad traces. The insulin pump was received with normal operating currents, no unexpected low battery alarm or failed battery test alarm noted. The battery compartment and battery contact spring are not dirty noted. The insulin pump has minor scratched display window, cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).